Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the system controller pcb assembly was corrupt and replaced the system controller and user interface pcb assemblies. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and observed the user interface pcb assembly to not boot up during testing. Further component cause could not be determined.

Event description:
The customer reported that the display on their device was no longer working. After an evaluation of the device, it was observed that the device was locking up during the boot-up cycle. There was no patient use associated with the reported failure.